Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause of the cracked oscillation head was due to device design which has been covered under a CAPA. The assignable root cause for the remaining failures was traced to component failure due to normal wear. A review of the device history record (DHR) was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device saw head was cracked, the moving parts of the trigger did not move smoothly and the electrical control unit was damaged, hence the device was not running. It was further determined that the device motor, seal, and bearings were worn and the device had sharp edges. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger, check function of device and check oscillation frequency with frequency meter. It was noted in the service order that the device did not operate and made a high beep when turning on. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.